Event description:
A patient reported that the vns did not help him and the generator bothered him. The patient's impedance was within normal limits and they had their generator only removed. The explanted generator has not been received by product analysis to date. No other relevant information has been received to date.